Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and pulse generator underwent a routine pulse generator change out procedure. During the procedure, the set screw for the ra lead was unable to be loosened. Attempts to trouble shoot were unsuccessfull. Eventually the lead broken and the remaining portion of the lead was left in the patient and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.